Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd bactec¿ fx, instrument top, packaged produced 20 false positive results after replacing the rack. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. The following information was provided by the initial reporter: "20 false positive results were indicated after rack replacement."

Manufacturer narrative:
H.6 investigation summary: field service engineer was dispatched and shorting board was added to resolve the issue. The complaint is confirmed and root cause of false positives is "unknown". Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 1/29/2018. Samples in the form of log files were reviewed. Service history review revealed no previous complaints for this issue. No new risks, or hazards were identified. Bd will continue to closely monitor for trends. H3 other text : see h.10.

Event description:
It was reported that the bd bactec¿ fx, instrument top, packaged produced 20 false positive results after replacing the rack. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. The following information was provided by the initial reporter: "20 false positive results were indicated after rack replacement."